Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was found to contain blood and hardened media. It was placed in water bath in order to soften the media. The device was removed from the bath and was unable to be inflated as the hub had been removed from the device. An inflation was attempted using a syringe attached to an encore inflation device and inserted into the inflation lumen of the device. However, as the shaft of the device was badly damaged, the inflation attempt was unsuccessful. The damaged portion of the shaft was removed and inflation using a syringe and encore inflation device was again attempted and this time the balloon was successfully inflated to rate of burst pressure. The rated burst pressure for this device is 10 atmospheres. The device was then successfully deflated within 20 seconds. No issues noted with the blades of this device. All blades bonded securely to the balloon surface. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified multiple damages along the shaft. The shaft hub was also missing from the device and was not returned as part of the complaint.

Event description:
It was reported that the balloon would not deflate and additional intervention was required. The target lesion was located in the left pulmonary artery. A 8.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after positioning and inflation, the balloon would not deflate despite the pressure was pulled to negative pressure of 60cc. Consequently, the hub was cut off of balloon catheter and physician went over with a 12f sheath placed against the proximal end of balloon. Finally, the balloon was able to be pulled while inflated into the sheath and all successfully removed from the patient's body. The procedure was completed with a different device. No further patient complications were reported.

Event description:
It was reported that the balloon would not deflate and additional intervention was required. The target lesion was located in the left pulmonary artery. A 8.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, after positioning and inflation, the balloon would not deflate despite the pressure was pulled to negative pressure of 60cc. Consequently, the hub was cut off of balloon catheter and physician went over with a 12f sheath placed against the proximal end of balloon. Finally, the balloon was able to be pulled while inflated into the sheath and all successfully removed from the patient's body. The procedure was completed with a different device. No further patient complications were reported.